Manufacturer narrative:
Updated fields - b4, e1(event site email), g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusion), h11. A getinge field service engineer (fse) states unit had a user end error due to iabp disconnect. Completed repair successfully. Product passed all functional and safety tests per manufacturer specifications.

Event description:
N/a

Event description:
It was reported prior to use that the cardiosave intra-aortic balloon pump (iabp) displayed an error message after the helium line was accidentally removed. There was no patient involved.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings and investigation conclusions), h11 corrected field: e3, b5. Unit had a user end error due to iabp disconnect. Completed repair successfully. Product passed all functional and safety tests per manufacturer specifications.

Manufacturer narrative:
Due to character limit in block e1 event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported prior to use that the cardiosave intra-aortic balloon pump (iabp) displayed an error message after the helium line was accidentally removed.